Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device (vcd) excessively split. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The issue occurred during use in a patient. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used in the femoral artery. Femoral artery suitability was verified on angiography, including the insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity, and there was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position and was noted to be partially exposed. Examination of the sealant sleeves identified a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned in a deflated state, and the core wire was present. The atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the compromised condition of the sealant sleeves, which prevented accurate measurement. However, the catheter working length was evaluated and found to be within the specified parameter. The measurement was obtained using a calibrated ruler. An insertion/withdrawal functional evaluation was attempted; however, the test could not be completed due to the sealant sleeve condition, which impeded proper insertion into an applicable csi. Additionally, a simulated deployment test was successfully performed. The device functioned as intended, with proper sealant deployment and balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) excessively split. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The issue occurred during use in a patient. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used in the femoral artery. Femoral artery suitability was verified on angiography, including the insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity, and there was no presence of peripheral vascular disease or calcium at the puncture site. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use. The device will be returned for evaluation. Addendum: per pe findings, the sealant was present in the manufacturing position and was noted to be partially exposed.